Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed 24 other similar product complaint(s) from this lot number.

Event description:
It was reported that this patients' line was leaking close to the hub. The patient was to receive chemotherapy which was delayed. Line pulled. It was stated, "we did not directly see the catheter prior to removal." Stat lock securement device. Catheter was removed, new catheter placed. Pt undergoing chemotherapy and radiation.